Event description:
A male patient contacted lifecor customer support to report that the wires on the electrode belt have become exposed. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported was confirmed. The electrode belt was found to have a defective cable from ECG b to the distribution node. The gel fire line was open. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown, but appeared to be caused by heavy use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.